Event description:
It was reported that the patient was experiencing a shocking sensation in her right body anytime she moved. The patient powered off her dbs stimulator and the shocking stopped. The patient was unable to recreate the shocking sensation while the stimulator was turned off, and her tremors returned very violently. The patient then powered on the dbs stimulator. Her tremors stopped, but the shocking returned. Additional information received from the health care professional reported that the shocking was in the right neck, and indicated the cause was a broken lead. The patient was scheduled to have the lead replaced on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).